Event description:
Pulmonetic systems, inc. Received a call from a representative of facility on 09/24/02. The representative reported the following problem: unit heated up and then shut down. Unit stopped delivering breath.